Manufacturer narrative:
Updated product event summary: the controller (con312568) was returned for evaluation. The three (3) batteries (bat550542, bat317725, bat318583) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed hairline cracks around power port one (1) and two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed three (3) premature power switching events that were due to momentary disconnections involving bat550542, bat317725 and bat318583. Momentary disconnection will result in an audible tone or "beep"; which may correspond to the reported "alarms heard" within the analyzed period. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. There is an internal investigation for momentary disconnections. Other devices involved: d4: battery/ bat550542 / model #1650 h6: method code: FDA 4112, FDA 4114 result code: FDA 3213 conclusion code: FDA 12 d4: battery/ bat317725 / model #1650 d10: device available for evaluation: no h6: method code: FDA 4112, FDA 4114 result code: FDA 3213 conclusion code: FDA 12 d4: battery/ bat318583 / model #1650 h6: method code: FDA 4112, FDA 4114 result code: FDA 3213 conclusion code: FDA 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that an alarm could be heard from time to time but notes nothing on the display of the controller and there are no alarms recorded on the download while in the clinic. It was recommended by a manufacturer's representative that it was possible that the alarms described are the controller switching battery sources. If this is suspected by the patient, it was recommend marking and exchanging any batteries that are observed to be functioning improperly. The patient had already left clinic when the log file analysis came back so equipment will be exchanged at next visit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller, con312568, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving bat550542, bat317725, and bat318583. Momentary disconnections will result in an audible tone. As a result, the reported event was confirmed. The most likely root cause of the reported "alarms" and power switching events can be attributed to momentary disconnections between the controller and batteries. There is an internal investigation for momentary disconnections. D4: battery/ bat550542 / model #1650. Concomitant medical products: device available for evaluation: no h5: labeled for single use: no h6: device code: FDA 2885. Conclusion code: FDA 92 d4: battery/ bat317725 / model #1650 d10: device available for evaluation: no h5: labeled for single use: no h6: device code: FDA 2885. Conclusion code: FDA 92 d4: battery/ bat318583 / model #1650. Concomitant medical products: device available for evaluation: no h5: labeled for single use: no h6: device code: FDA 2885. Conclusion code: FDA 92. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.